Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was on impella 5.5 support and developed pocket hematoma. It is unclear when the hematoma occurred but was noticed by the nurse two days after implant. The hematoma did not appear to be worsening. Anticoagulation was held. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation of access site bleeding and hemolysis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ b5 and h6 updated with additional information received from the clinical site.

Event description:
A notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry reported upon 2 ae's for the patient. Ae #3 for right axillary hematoma impella site. The relationship is listed as "possibly" related. "Loqi states: cta was negative for extravasation but showed hematoma. 1-unit prbc (B)(6) 2025 and (B)(6) 2025. 1 unit of ffp 6/18. H/h was 7.8/23.1 ((B)(6) 2025 1032). Baseline unknown. Impella was removed. Pt had some oozing post op. 2 additional units of prbc given and 1 unit of plts also given. Jp left in place until (B)(6) 2025. Monitored cbc w/ platelets." Loqi also reported upon ae #4 of"hemolysis with relationship noted to be "possibly" related. Loqi states: peak k+ is 6.4 on (B)(6) 2025 at 1533); peak ldh is 290 ((B)(6) 2025 0203). Peak for plasma free hgb was 7.4 ((B)(6) 2025 at 0452); total bil 0.5 peak on (B)(6) 2025 at 0452). Pt was hyperkalemic last night. Pd restarted. Hyperkalemia may be d/t impella related hemolysis and off pd for a period of time yesterday. Lokelma given. Paitromer restarted. Labs monitored."